Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Clinical review of the AED event identified two rhythm analysis events. During the first event, one ECG segment met criteria for a shockable rhythm while two segments were classified as non-shockable, resulting in a "no shock advised" outcome. Variability and possible CPR or patient movement artifact was present during portions of the analysis between waveform segments, with the initial segments not sufficiently meeting the device's shockable rhythm criteria. During the second analysis event, all analyzed ECG segments met criteria for a shockable ventricular fibrillation rhythm, resulting in a "shock advised" outcome. Review determined the device analyzed the ECG data consistent with programmed shock advisory criteria and functioned as designed within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 34-year-old patient (gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.